Event description:
It was reported that the device was used during a unknown procedure. It was reported by the rep that the hand piece does not work, it only gives off a solid tone. The case was completed with another hp052. There was no patient consequence.